Manufacturer narrative:
(B)(4). D10: 650-1068 cer option type 1 tpr sleve +6 lot# 3213292. 110031009 vivacit-e dm bearing 28x38mm lot# 66972719. G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised six (6) months post implantation due to disassembly of the implants. No contributing factors or conditions were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h2; h3; h6, h10, h11. The reported event was confirmed by review of pictures. The products involved in the reported event were not returned for investigation; however, photographs were provided and reviewed. Visual examination of the images showed the head and sleeve in a disassembled state, with significant damage observed on the outer spherical surface and rim of the head, including what appear to be metal transfer marks (black marks). The sleeve component exhibited gouging and surface scratches, particularly along the chamfered area and the face section at the top of the sleeve. Based on the available photographs, it cannot be confirmed whether the observed damage occurred during explant, and no further evaluation can be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.